Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 does not close completely. The user indicated that the drawer opened properly and medications can be retrieved; however, when attempted to close it, the drawer gets stuck halfway and does not fully latch. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) shutdown the system, removed the drawer and identified that the right rail bearing cage was failed and replaced the drawer to resolve the issue. Fse then rebooted the system, observed firmware update and configured the application. The system functioned as intended after the field service engineer had repaired the device.